Manufacturer narrative:
There was no report that a da vinci system, instrument or accessory malfunctioned during the procedure. Additional patient information: height 167 cm., body mass index (bmi) 24.4 kg/m2.

Event description:
A patient in a study underwent a da vinci assisted pulmonary lobectomy surgical procedure. Five days after the index procedure, the patient experienced an air leak. Two days later, a heimlich valve was placed. The chest drain was clamped due to the absence of an air leak two days later. A chest x-ray the next day showed good lung re-expansion, and the drain was removed. No other medical treatment or intervention was required; but prolonged hospitalization was required. The event was reported as resolved the same day and the patient was discharged home the next day. There were no reported da vinci device malfunctions during the procedure. The study investigator reported the event as mild severity, as a serious adverse event (sae), sae classification is hospitalization (no ICU), a clavien-dindo grade I, not related to the da vinci study device, possibly related to the procedure and possibly related to the patient's underlying disease status. The patient's prior health conditions of current heavy smoker and copd may be relevant to this incident.